Manufacturer narrative:
Insulin pump passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime or compromised force sensor system test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 300 mg/dl at the time of the incident. Troubleshooting was provided. Insulin pump was able to rewind successfully. The insulin pump will be returned for analysis.